Manufacturer narrative:
Product complaint #b)(4) investigation summary : according to the information received, ¿attune rp tibia was revised due to colapse of the proximal tibia. Revision surgery went well, attune 12 x 110 press fit stem, 45 sleeve, and a ^ revision tibia was utilized¿. The product was not returned to depuy synthes, however photos were provided for review. (B)(4) x-ray films ad (B)(6)2024 and (B)(4) x-ray films ad (B)(6) 2024 (2). Review of the radiological images revealed signs of subsidence on the medial side of the attune rp tib base sz 5 cem. No evidence of implant fracture or disassociation were observed on the provided evidence. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [150610005 / 8347380] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the attune rp tib base sz 5 cem would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [150610005 / 8347380] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Event description:
It was reported that patient was revised due to proximal tibia collapse. Revision surgery went well, attune 12 x 110 press fit stem, 45 sleeve, and a revision tibia was utilized. Patient status/ outcome / consequences -yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Tka had to be revised, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: tka had to be revised. Is the patient part of a clinical study: unknown. (B)(4), device property of: none, device in possession of: none. (B)(4), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.- true.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.